Event description:
It was reported that the patient was admitted on (B)(6) 2022 with bright red blood per rectum for 6 days. The patient reported having nausea, vomiting, feeling lightheaded, dizzy, and tired. The patient had a low flow alarm and frequent pulsatility index (pi) events. Statin, warfarin, and lisinopril were held. The patient was transfused with 1 unit of packed red blood cells (prbc). The patient's inr (internal normalized ratio) on admission was 4.1. Gastroenterology was consulted and a colonoscopy was done on (B)(6) 2022 that found red blood clots in the entire colon. A single small angiectasia with active bleeding was found in the ascending colon. For hemostasis, one hemostatic clip was placed. No further blood in the stool was found during admission. The patient was transfused 5 additional units of prbc. The patient was discharged home on (B)(6) 2022 with an inr of 1.1.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined through this evaluation. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.